Event description:
Husband's libre 2 14 day sensor malfunctioned giving us low blood sugar readings. Husband has never been hypoglycemic. Was experiencing some dizziness and increased weakness. Despite our efforts to raise his blood sugar, sensor readings kept reading low and not trending upward. Took him to the emergency department and after they ran their blood work, found his blood sugar was 405! Husband was administered 1 liter of normal saline and discharged home. We then rescanned his sensor once home and again got a low blood sugar reading. Replaced the sensor with his remaining one and blood sugars were then reading appropriately. Contacted abbott and was given the runaround, asking the same questions multiple times. Stated to the persons at abbott that he has never been diagnosed as hypoglycemic, only hyperglycemic and prescribed farxiga, no insulin. They wanted to know what is last a1c was, and never answered the reason for needing this information. We now have paid out of pocket for a handheld glucometer to hopefully avoid this issue in the future. One should not have to be put through the wringer of the same questions being asked over and over to receive a new sensor to replace an obvious defective one. In addition, they have no medical background, are in another country, do not have understanding of us medical care. On top of that, the person reporting a defective product should not be made to feel stupid or that they do not know how to handle a medical problem that their spouse has had for many years!! This is the second time a libre 2 sensor has malfunctioned, and the second time I have had to request a new one. However, this is the first time I was put through the wringer and made to feel stupid!! If I had not had the knowledge I have, and god forbid his blood sugars were in fact that low and he suffered harm from a defective product, then someone should be held responsible. The fact that the readings were low, when in fact they were high, is scary enough! This was from his libre 2 before we decided to go to the emergency department and after many hours of receiving a low reading. Reference reort: mw5117241.